Event description:
It was reported that during a demo installation, the 9800 system would not boot up. There wer no pts involved and no injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors and contacts were cleared and reseated. The system was tested and found to be working as intended and put back into service.